Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's oxygen blending module board and system board needs to be replaced to address the issue. The oxygen blending module board and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module board and system board functioned as designed and operated without issue or error codes. H3 other text : third-party service center.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Hold for